Event description:
Customer reported being unable to test using the adc device due to the reader "not holding charge" even after charging for hours and using different cables. Customer experienced hyperglycemia, seizure and a loss of consciousness. Customer had contact with healthcare provider and was treated with insulin via IV and serum. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and observed damaged usb port. The damaged usb port would prevent the customer from charging the reader which would lead to the reader not turning on. The returned reader was de-cased and placed into the reader test fixture to download log. The issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test using the adc device due to the reader "not holding charge" even after charging for hours and using different cables. Customer experienced hyperglycemia, seizure and a loss of consciousness. Customer had contact with healthcare provider and was treated with insulin via IV and serum. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.